Event description:
It was reported that during a review of merlin.net alert transmission, non sustained lead noise which corresponded with p-waves on the v sense amplitude was observed. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.